Event description:
Allegedly, the patient fell about one month before the issue. The head was removed during the revision of the stem.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00027. This event occurred in other country.